Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's controller had a "big gap" and was not closing. Their controller alarm would occur sometimes and the screen went white when recharging. The recharger was coming apart; wires were coming out on the paddle and cord area and the controller battery was draining. The patient noted that they lost 30 pounds. Replacement devices were requested. Additional information was received. It was reported that the pt could not set up their new controller. The pt attempted to set up controller but once they connected the recharger (rtm) into the controller pts controller got stuck on the screen checking the recharger. The pt reported the controller charging port was damaged; the pins were bent and a different color. Pt noted they were in pain and had been without the machine for 4 days and couldn't function. An email was sent to repair to replace the controller. Additional information was received. It was reported that they could not get their ins to charge with their replacement controller. Pt had their controller in their hand with the li battery pack out of their controller. During the call, the pt installed the li battery pack in the controller and unlocked the controller. Pt got "no device found." Pt said they had been without their ins for a week and "could not even think." Pt said they "never had so many problems." Pt said the ins was depleted and their body and mind were "slowing down." Pt said the ins being depleted made them lose some physical strength and had negatively affected their sleep. Pt said they had reset the controller so many times they could reset the controller in their sleep. Pt said the ins took a good 4 hours to charge previously. Pt said their intensity settings were at 33.1 and around 33.1 and the pt "could not go any higher." During the call, the pt pressed "recharge" and the controller entered passive recharge mode(99,100,100). The green light was flashing on the controller. Pt said they had spoken to someone at medline and the medline agent asked if the pt was "drinking." Pt said they were not drinking, but noticed some strange things after their ins had been depleted for so long including: they were masking the pain and they could not hear as well. Pt mentioned the spinal cord stimulator(scs) "shocked the spine" and mentioned something about how the body's communication was incredible. Pt said they would be having a procedure called a gallon neck black where a needle will be put in their neck to block nerves every 20 seconds and the pt would not be sedated and could watch the procedure with their glasses. Pt would not have pain meds during the procedure. Pt said they "had all sorts of parts in them" and "were like a computer in their neck area." Pt said they had attempted to charge their ins many times today and got "no device found." Pt's thoughts and communication was erratic. The agent had a very difficult time troubleshooting with the pt and the pt did not follow directions well. By the end of the call, the pt was "recharging excellent." Pt said everything seemed to be functioning as expected.

Manufacturer narrative:
Year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.